Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. Data from (B)(6) 2024 was reviewed. The log file captured no external power alarm event on (B)(6) 2024 (at 3:56:46 and at 9:10:14) and on (B)(6) 2024 at 10:33:09. The no external power alarm event was related to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both power cables. Power from the mobile power unit was restored shortly after each occurrence, and the alarm cleared. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Mobile power unit (serial # (B)(6)) was unavailable for evaluation. A root cause of the loss of power from the mobile power unit could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm: 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm: (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced no external power events that they did not remember. The log files were reviewed and found 4 no external power events. Three of the no external power events appeared to have occurred while connected to the mobile power unit (mpu) power on 17jul2024 and 20jul2024. These were recorded as a sudden drop in voltage on both power leads of the system controller. This was likely caused by the power to the mpu being briefly interrupted. The emergency backup battery (ebb) was used to support the system during these events. Motor function was unaffected. One no external power event was found on 20jul2024 while the patient was switching from battery power to mpu power. The ebb was used to support the system during this event and motor function was unaffected.

Manufacturer narrative:
Section d4: device lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.